Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: external control system failureadditional text: drivelinespecific component(s) involved: driveline malfunctionadditional text: towel clamp pierced driveline through and through, shorted power, pump stopped momentarilyother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : MFR applied protective adhesive tape to driveline over puncturesimplant device type: lvadmalfunction device type: